Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information from the importer report: additional information has been requested, but not yet received. Associated MDR: 1018233-2013-00063. (B)(4).

Manufacturer narrative:
(B)(4).